Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the front panel assembly. A front panel assembly was replaced for this device. The fse performed the operational verification procedure for the device and passed. Having met, manufacture specifications the device was returned to the customer for use.

Event description:
The customer reported an unresponsive touch screen display on this ventilator device. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect front panel part number 16687-2a, serial number (B)(4) rev. F for investigation. The fa group performed a visual inspection and found minor scratches on the touch screen display. The fa engineer installed the front panel onto a test device and cycle the device on, which could not confirm or duplicate the reported device behavior. At this time, the reported event was not duplicated and therefore no component root cause can be determined.